Manufacturer narrative:
The issue, study reflects incorrect patient positioning on all images, was caused by incorrect data entry at the scanner. The user manual and reference guide describe the limitations of cadstream which caution diagnostic or other patient management decisions should not be based solely on the results of cadstream

Event description:
Merge cadstream is intended to be used in the visualization, analysis, and reporting of magnetic resonance imaging (MRI) studies. Merge cadstream supports evaluation of dynamic mr data acquired during contrast administration. Merge cadstream performs other user selected processing functions such as image registration, subtractions, measurements, 3d renderings, and reformats. Merge cadstream also includes user-configurable features for reporting on findings in breast or general MRI studies. Additionally, merge cadstream assists users in planning MRI guided interventional procedures. When interpreted by a skilled physician, this device provides information that may be used for screening, diagnosis, and interventional planning. Patient management decisions should not be made based solely on the results of merge cadstream. Merge cadstream may also be used as an image viewer of multi-modality, digital images, including ultrasound and mammography. Merge cadstream is not intended for primary interpretation of digital mammography images. On december 1, 2017, merge support was contacted by a user at the facility for assistance with processing a study which encountered a processing error. Through troubleshooting, support discovered the patient orientation had been entered incorrectly at the scanner the customer requested adjustments to the processing instructions to reach a ready to read status, however, the patient orientation could not be corrected. Cadstream is unable to edit the original image dicom data, as such, the processed study will reflect the incorrect patient positioning on all post processing images. Study results having the potential to become part of the patients permanent record, and records have the potential to impact a patient's treatment, therefore there is a possibility for a misdiagnosis or mistreatment that could lead to harm. There is no indication that this issue as reported by the customer has resulted in any harm to a patient. (B)(4).